Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise due to oversensing which caused pacing inhibition. The noise could be reproduced with left arm movement. On (B)(6) 2018 the lead was explanted and replaced. No patient consequences were reported.

Manufacturer narrative:
Abbott conducted a review of complaint files under a non-product CAPA and identified that a report was required to be filed as a result of the subject event. Distributed devices are not affected by the CAPA. Additionally, no new risks were identified, and no product-related actions are required as a result of this report submission. Furthermore, product performance trending is not impacted by this report, and no new mitigation actions are required as a result of this report.

Event description:
New information received on 8/12/2018 indicated that the patient experienced high voltage therapy and presented in the emergency room. Upon device interrogation, the right ventricular lead exhibited noise that lead to the inappropriate high voltage therapy. The patient was stable after the event.